Event description:
The device was on standby, closed and it the neutral position when it overheated and burned a hole in the drape. It did not reach the patient. Manufacturer response for cardiovascular vein harvester, vasoview hemopro vh 3000 (per site reporter): will evaluate after our biomed folks do their analysis.

Event description:
The device was on standby, closed and it the neutral position when it overheated and burned a hole in the drape. It did not reach the patient. Manufacturer response for cardiovascular vein harvester, vasoview hemopro vh 3000 (per site reporter) will evaluate after our biomed folks do their analysis.